Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked from the valve when a 5mm forceps was used. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.